Event description:
Additional information received reported that the patient was being treated for a small ica aneurysm (around 5 mm) with a saccular m orphology. The patient¿s vessel tortuosity was moderate. A secondary withdrawal was noted. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The cause of the detachment failure was not determined. It wa unknown as to how many attempts were made to detach the coil using the instant detacher or manual method. Prior to coil non-detachment, no issues were encountered. No pushwire¿damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: b515735); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach. A secondary withdrawal from the prime series was used to complete the procedure. There were no patient symptoms or complications associated with this event.